Event description:
The customer reported the new sensors had a high failure rate out of the box and intermittent failure afterwards. Per the customer, "the red light would not light up of would not stay on." No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated and passed the visual inspection. The sensor's led was able to illuminate. During continuity testing the sensor failed due to an open detector in assembly. As a result this caused the sensor off patient error message to be displayed. A service history record review reveals that this sensor lot has been in the field for over one (1) year with no previous reported issues related to this reported event., corrected data: lot number was updated from "15m114" to "e15m114".